Event description:
It was reported by the rep that the one cdh29 was used during a left hemicolectomy procedure. It was reported that the pt experienced transanal post-operative bleeding. The pt required blood transfusion and was readmitted to the or. The surgeon noted that there had been good doughnuts.